Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was being accessed without any input from the customer. Upon checking the alarm history of the insulin pump, the customer stated that she had received the no delivery alarm and the low reservoir alert. The customer stated that she initially heard the insulin pump beeping and saw that the insulin pump was suspended. The customer went to check settings and saw nothing there. The customer was unable to see the user settings. The customer stated that the issue did not result in a serious injury or hospitalization. The customer's blood glucose was 453 mg/dl. The customer treated herself with a bolus. The customer had drank coffee and believed that it was not sugar-free. Nothing further reported.